Manufacturer narrative:
(B)(4): a visual inspection revealed moisture in display lens. The pump cover was removed and moisture was found inside the pump and the pump was unable to power on. Unrelated to the complaint, the keypad was lifting near the contrast keypad button and contamination found under the key contacts. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the patient went swimming with the pump and when the patient came out from swimming the pump did not power on. The reporter stated that the battery was replaced multiple times and the pump still did not power on. There was no structural damage found on the pump and no rips or tears in the keypad. The reporter stated there was moisture behind the display screen. The reporter denied any damage to the battery compartment or the battery cap. This report is made based on the allegation of the power issue